Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device continuously alarms. It is unknown what type of alarm it is. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When asked about the possibility of entering the error screen the customer reports that it has already been done but does not remember by whom. The rse dispatched a field service engineer (fse) for onsite for repair. The fse cleaned the internal speaker contacts to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.